Event description:
On 6/18/24 a diabetes educator reported an ilet user experienced a high blood glucose (bg) event resulting diabetic ketoacidosis (dka) and hospitalization. The event occurred on 6/17/24. The user reported elevated blood glucose (bg) levels starting around 10:00 am the previous day (6/16/24), ranging from 180 mg/dl to over 400 mg/dl. Despite changing supplies (infusion set, insulin cartridge, and connector adapter) and using manual insulin, bg levels remained high, and large ketones were confirmed. The user was driven to the hospital by their brother and admitted around 6:30 pm on (B)(6) 2024. The user received treatment with fluids and an insulin drip. The user was released from the hospital later on (B)(6) 2024 and resumed using the ilet after consulting with their clinical diabetes specialist (cds).

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. Hyperglycemia was mild but prolonged starting on 2024-6-16, indicating the infusion set was likely failing. No supply changes are logged on 2024-06-16. The insulin cartridge ran out of insulin at 2024-06-17 at 12:06 am. This alert was not acknowledged, and the cartridge was not replaced. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set, a failure to follow the ketone action plan, and a failure to maintain the device to ensure continuous insulin delivery by not replacing the insulin cartridge when it was empty.